Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: lens was inserted and removed in the initial procedure. Section d6b: if explanted; give date: lens was inserted and removed in the initial procedure. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was folded posteriorly behind the optic during lens implantation into the patient's eye. After insertion of lens into the eye, the surgeon further noted that the affected haptic appeared unstable and weakened. Based on these observations, the surgeon decided to explant the iol and implant a new lens. Upon removal, the following haptic was found to be torn. There was no delay in treatment or other interventions reported. No further information was provided. Additional information was received on 1/26/2026 and it was stated that lens was inserted and removed in the same procedure on (B)(6) 2026. There was a replacement lens and patient was reported to be recovering stably. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: march 06, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge tip was slightly deformed. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received coated in viscoelastic residue and with a haptic detached. The lens was cleaned and damage was observed on the lens. The complaint issue was not identified during product evaluation. The observed issue is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.